Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information, the cause of the system error 2240 is due to air being sucked into the disposable after an incomplete priming. The home patient (hp) line was not properly primed before connecting. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) and 2367, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) explained both alarms to hp. The hc then displayed weight and the hp would restart with new supplies. The tsr explained to verify that the patient line was fully primed before connected for therapy. Per the callscript, the hp was connected at the time of the alarm, the patient line was not properly primed before connecting, and a patient extension line was not used. Proper procedures were reviewed with the patient. The hp would complete therapy with new supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed that the hp did not correctly prime the line and a system error 2240 occurred. The rn stated they would retrain the patient. The rn stated the hp has been performing therapy successfully in general. There was no report of injury or medical intervention.